Manufacturer narrative:
(B)(4). It was reported performance fraying suture intra-op. Two unopened samples were received for evaluation. During the visual inspection of two representative samples, no defects were found on the packages. The samples were opened and contain a strand per packet. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or fraying suture was observed. A tactile test was performed to strands and no unraveling or fraying could be detected. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection of the samples received no performance fraying suture intra-op were observed.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an eye surgery on an unknown date and suture was used. During the procedure, the suture spliced. There were no adverse patient consequences. No additional information was provided.